Manufacturer narrative:
Siemens customer service engineer (cse) was dispatched to the customer's site. The cse found a hole in aspiration probe 3's tubing. The cse replaced the tubing. The cse then ran quality control (qc) and recalibrated the instrument, resulting in range. The cause of the discordant falsely depressed cardiac troponin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed cardiac troponin (tni-ultra) result was obtained on a patient sample on an advia centaur xpt instrument. The initial result was reported out to the physician(s), which was questioned. The same sample was tested on the same advia centaur xpt instrument, resulting higher. A corrected report was issued to the physician(s). There are no known reports of adverse health consequences due to the discordant, falsely depressed cardiac troponin result.